Event description:
A facility reported that the xenon lightsource (00mlx) blows ac fuses immediately when plugged in. It is unknown whether there was patient involvement or if the device failure led to patient injury or surgical delay; however, no adverse event was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the xenon lightsource found that the unit would not power on when the power button was pressed and the fuses inside the power entry module were blown. It was determined that the power supply was faulty. The power supply and fuses were replaced to correct these issues. Once powered on, the unit failed the lamp hard start; the lamp was replaced to correct this issue. Root cause analysis: the returned xenon lightsource was received in used condition with blown fuses due to a worn failing power supply. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation is required based on the acceptability of risk and no adverse trends have been identified. This will be monitored and trended going forward.